Event description:
It was reported that the rigid video scope had no image and a loose connection. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found sharp dents on the distal edge objective frame, cracks on the side of the video connector, and minor stains under the light guide cover glass. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had no image and a loose connection. There were no reports of patient harm.